Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2016 due to pacing inhibition, inappropriate shock, noise, oversensing, impedance greater that 2000 ohms, loss of capture and suspected conductor fracture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).